Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "oes elite" direction pin was loose. The issue was found during reprocessing after the procedure. The intended procedure was electrosurgical resection, which was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the direction pin was loose, the lens/meniscus was damaged, and the tube was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.